Event description:
Patient sent a response letter that stated the por screen was first observed on 11/20/2023. They believe that they had trouble recharging and they were sent a new antenna that led to the por message being displayed. It was recommended they receive a new neurostimulator.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that two years the patient got their ins restarted since they had issues with it for they could not get it to charge or stop the ins. The patient said it stopped a couple times in the past. The patient worked with their manufacturer representative and they used the patient programmer and they got the ins to charge. After that it took forever to charge the ins. It took the patient 8 or 9 hours to charge and now they could not charge the ins as of 2 or 3 weeks ago, and around (B)(6) 2023 was when the issues got worse. The patient had a procedure and they wanted to turn the ins off so they did but when they went to turn it on the ins would not turn on for now got question marks on the equipment. The patient last charged the ins maybe 2 or 3 weeks ago then said it was a month ago since they last charged it. During call the manufacturer's patient services specialist (pss) asked the patient to try and charge their ins, but the patient decided to use the programmer and got a synchronize patient programmer and neurostimulator message. Pss asked if the patient could grab the ins recharger (insr) and they said the insr did not turn on or charge in the wall (pt did not know when that issues started). The patient verified the insr cord was intact. The patient plugged the insr into the desktop charger and the insr turned on. Pt then stated the insr would come on all the time for there was nothing wrong but when put on it on their ins to charge it would not communicate. The patient attempted to recharge their ins and they got reposition antenna. The issue was not resolved through troubleshooting. A replacement insr antenna was sent out. Pss also reviewed possible over discharged and informed the patient to contact their healthcare provider (hcp) if the issues persisted with new equipment. No patient symptoms were reported. Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they got the new recharger antenna and when they went to use it they got the warning power on reset (por) message on the recharger and the patient programmer screens. Agent reviewed and redirected them to their hcp. No symptoms were reported. Additional information was received from the patient. The patient called back reporting a warning por message. The patient received a new recharger antenna. Pss reviewed that the warning por needed to be cleared by an hcp or a manufacturer representative (rep). The patient was redirected to their hcp to contact the rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they got the new recharger antenna and when they went to use it they got the warning power on reset (por) message on the recharger and the patient programmer screens. Agent reviewed and redirected them to their hcp. No symptoms were reported

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient sent a response letter that stated the por screen did not resolve because of age of unit surgery is required to replace unit.

Manufacturer narrative:
Continuation of d10: product ID: 37791, serial# unknown, product type: recharger; product ID: 37751, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Agent reopened reassigned case to document follow-up. Manufacturer representative (rep) called on behalf of patient (pt) to inquire how pt should go about handling por. Caller said pt needed a reset. Agent reviewed information and again redirected pt to hcp for further assistance the battery appeared to possibly be over discharged. Agent reviewed pt could meet with hcp, or may have to look into replacement as they have just hit the 8 year mark with implant (ins). Caller said that pt's hcp was no longer in practice so they may need assistance in the future finding a new doctor. Caller mentioned pt went to anesthesiologist in past and mentioned pt had battery replaced in the past once before. Caller mentioned pt had prior problems with charging/using ins but did not know additional details when agent inquired. The patient was redirected to their health care provider to further address the issue. Agent closed case.